Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated by patient spouse that a cassette cracked while in used and leaked into the pump and now it was leaking out of the pump with pump. There was patient involvement/no adverse event.